Event description:
Description of event: during a laparoscopic procedure a trocar sleeve broke on the outside of the patient's abdomen. The breakage is located in the middle of the threaded sleeve. The hospital confirmed there was no patient consequence. Relevant events and information obtained for the reported case: the trocar was returned to the manufacturer for analysis. Visual inspection found several scratches along the thread of the trocar. The scratches are clearly visible and should have been noted prior to use. Device inspection prior to use is recommended by the instruction for use.

Manufacturer narrative:
This product was used for treatment and not for diagnosis.